Manufacturer narrative:
Customer indicated samples would be returned to co for evaluation. Samples were not received. This MDR is being closed without benefit of returned product. Based on info from previous similar complaints, medex believes that this is related to the blue ball not seating due to the seat being derformed. Production has been notified and has implemented vacuum testing during assembly to detect this issue. This lot was manufactured prior to this change. Co is unable to confirm this issue but is able to determine the probable cause without benefit of returned product evaluation. Based on this info, co believes that no add'l action is necessary at this time. Co considers this MDR closed with this report.

Event description:
The blue ball failed to seat when the burette was empty allowing air to enter the tube.